Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Initial flushing of the marker lumen with saline prior to use was unsuccessful. Reportedly, brisk pulsatile flow of blood was not observed from the marker lumen of the prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to flush and the obstruction of flow could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was deployed even though pre-flush of marker was unsuccessful. It should be noted per the electronic perclose prostyle instructions for use (eifu) states, do not use if the marker lumen is not patent. In this case, it is unknown if the eifu violation contributed to the event. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The returned device was successfully flushed. No other abnormalities were noted. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 2017: use after damage.